Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the patient's vessel tortuosity was severe. The device and any accessories were prepared as indicated in the IFU. The procedure was successfully completed with another device. There was no damage or evidence of tampering to device packaging. The resistance occurred in the proximal section of the catheter. A continuous saline flush administered and maintained as indicated in the IFU. There was no kink/damage to the coil observed after removal. The catheter was broken after removal, kinked and stuck inside the infinity 88 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was report that the patient was undergoing treatment for a stroke. The physician reported that the a non-medtronic catheter kinked and the apro70 got stuck inside and got stretched after trying to remove it. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Updated: b43, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the catheter was broken, as it was stretched out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: as found condition: the apro 70 catheter was returned for analysis inside a sealed biohazard bag and inside a shipping box. Damaged location details: the apro 70 catheter tip and marker were examined, and no damage was noted. The apro 70 catheter body was kinked at ~8.0cm from the distal tip and was stretched. The apro 70 catheter body was stretched, and the inner wires protruded ~9.0cm to 20.0cm from the distal tip. No voids or flashes were found on the catheter hub. No other anomalies were found. Testing/analysis: the apro 70 catheter was flushed with water and exited through the distal tip. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter separation/break¿ report could not be confirmed, as the apro 70 catheter was returned completely intact, with no signs of breakage. The cause could not be determined. The customer¿s ¿resistance¿ report was confirmed, as the returned apro 70 catheter was observed to be damaged (kinked and stretched). The likely cause could be severe vessel tortuosity, and the user advancing or retrieving the catheter against resistance. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.